Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 7.3%. There was no reported injury to the patient.

Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device was within manufacturing specification of +/- 6%. On further investigation, fluid ingression was found by the chassis of the pump. One possible, but unconfirmed, problem source was listed as expulsor gasket being contaminated by fluid ingression due to improper cleaning of the pump. The expulsor was replaced. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Additional information was received indicating that the issue was found during testing.